Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. It was difficult to recapture the closure device. The physician eventually fully recaptured the closure device and noticed the plastic skin of the watchman access system (was) distorted. A second new closure device was used to successfully complete the procedure. There were no other issues and patient remained stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) college the returned product consisted of a watchman delivery system with the implant inside the sheath. The implant was deployed out form the sheath during the lab analysis. The device was bloody. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed numerous small kinks in the sheath, sheath damage (abrasions) and a twist located 9.4 cm from the device tip, tip damage (tricuts flared/bent/abrasions). Inspection of the rest of the device found no other damage or defect with the returned device.while the implant was deployed easily, recapture of the deployed implant could not be done due to the sheath damage. The reported recapture difficulty could not be confirmed as clinical circumstances could not be replicated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. It was difficult to recapture the closure device. The physician eventually fully recaptured the closure device and noticed the plastic skin of the watchman access system (was) distorted. A second new closure device was used to successfully complete the procedure. There were no other issues and patient remained stable.